Manufacturer narrative:
Stryker has contacted the customer regarding this event and has received no further information. Stryker contacted the customer to request additional information on the patient. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank.

Event description:
Stryker received a notification from the FDA that a customer's defibrillation pads failed to deliver defibrillation as expected and had to be switched out. This issue is patient related; the customer indicated a life threatening event occurred.